Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported device break or separation appears to be related to circumstances of the procedure. It is likely that manipulation and/or inadvertent mishandling of the device during unpacking or the procedure resulted in the device separation/break. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the 2.0x20mm mini trek balloon dilatation catheter (bdc) shaft was broken. The bdc was replaced with a 3.5x15mm unspecified bdc to complete the procedure. There were no adverse patient effects, and there was no reported clinically significant delay in the procedure. No additional information was provided.